Event description:
It was reported that the deep brain stimulation (dbs) patient experienced intermittent flushing sensations during implantable pulse generator (ipg) charging. The flushing was followed by a brief tremor lasting approximately five seconds. The patient also reported a fall in (B)(6) 2025 and another fall three weeks prior to the aware date; however, the treating physician determined that the falls were not related to dbs. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy. Additional information received indicated that the ipg firmware update was performed and has resolved the bluetooth fault code error when charging the ipg. The patient is able to successfully charge the ipg without interruption. No further action is needed.

Manufacturer narrative:
A field safety notice (fsn; z-1890-2024) was delivered to physicians in (B)(6) 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patients' programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging. The device remains implanted in the patient; therefore, a technical analysis could not be performed. A database analysis was completed by the technical support team and device reset while charging was confirmed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, intermittent flushing sensations while charging has been confirmed. During the analysis of the database, bluetooth low energy faults occurred while charging, which can cause a system reset. The interactions of the charger's charge field induce noise on the submodule of the bluetooth communication chipset and cause internal resets for the bluetooth communication chipset which in turn can cause a system reset. If system reset occurs, it will cause the stimulation to turn off and turn back on. The user could perceive the sudden change in stimulation status as a feeling of overstimulation sensation. Boston scientific has assigned an investigation conclusion code of cause traced to device design. Based on a thorough review of the reported complaint regarding the patient's multiple falls, a record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the reported falls; boston scientific has assigned an investigation conclusion code of cause not established. Block b3: approximation - the patient reported having fallen in (B)(6) of 2025. Block d2b: additional applicable product code: nhl.